Manufacturer narrative:
Siemens filed MDR 1219913-2024-00306 initial report with the FDA on 16-may-2024. Siemens has concluded the investigation for a united states customer who obtained falsely elevated results for a patient on the advia centaur cp total hcg (thcg) assay with reagent lot 357. The customer expected (negative) results based on the patient's clinical history (not pregnant, day 3 of menstrual cycle). Siemens reviewed quality control (qc) results, which showed recovery within acceptable ranges. When the system was visually inspected by a siemens customer service engineer (cse), an observation was made that fluid was intermittently dripping back into cuvettes at the wash station. The cse replaced parts and the system was then primed, and fluid was no longer seen dripping at the wash station. The instrument was re-calibrated, and qc and precision were tested and found to be acceptable following service. The customer has monitored the analyzer and performance remains acceptable. A product problem was not identified. The customer is operational, and the reported issue was resolved by service part replacement. A product problem was not identified. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. Corrections: 1. Section b6 of MDR 1219913-2024-00306 initial report filed 16-may-2024 incorrectly identifies the result of 1.5 miu/ml as correct, but it should be identified as discordant. Both results listed were considered erroneous as the patient was on day 3 of her menstrual cycle who was not pregnant, therefore results should have been < 0.6 miu/ml. 2. Section h10 of MDR 1219913-2024-00306 initial report filed 16-may-2024 contains a typographical error where the statement "a united states (ous) customer contacted the siemens customer care center to report discordant results when testing a patient sample with advia centaur cp total hcg (thcg) lot 357." Should read, "a united states (us) customer..." C.

Event description:
The customer notified siemens of discordant results when testing a patient sample with advia centaur cp total hcg (thcg) lot 357. The patient sample was tested in duplicate. The replicates were discordant from each other, and the lower (negative) result was believed to be accurate based on the patient's clinical history. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (ous) customer contacted the siemens customer care center to report discordant results when testing a patient sample with advia centaur cp total hcg (thcg) lot 357. Siemens is investigating.